Event description:
A ventilator was returned to the manufacturer as preventative maintenance failed due to an internal leak. The device was not in patient use. The complaint was confirmed during the evaluation of the device at the manufacturer's service center, and the device failed the system leak verification test. The o2 proportional valve was recommended to be replaced and correspondence with the customer quote has been sent and awaiting approval for repairs to begin.